Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
A patient reported left side that they experienced the events of ¿felt pain since the surgery. When the stitches were removed, device had a fold and patient felt a lot of pain.¿ patient reported "implant started to rotate". Healthcare professional reported "slight increase in volume in the left breast, with visualization of perimplant fluid", "punctate microcalcifications" and "baker ii contracture". The device remains implanted.